Event description:
The customer reported that her pod would not communicate with the pdm. She stated that she could see fluid inside the pod near the batteries and insulin leaking on the inside onto the batteries. She said that her blood glucose was 366 mg/dl. After giving herself a bolus, it went down to 218 mg/dl.

Manufacturer narrative:
The returned device was evaluated and evidence of a leak was noted. The investigation showed leakage at cannula seal - tear in cannula at the site c. A mfg defect is determined to have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. Insulet will continue to monitor these complaint rates. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."